Manufacturer narrative:
Findings: unit received with unresponse buttons due to flattened dome switch on the esc and act button. No button error alarm noted. Unit also received with cracked reservoir tube lip and cracked belt clip slot. J2 lcd connector was inspected and no anomaly was noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 217 mg/dl. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.